Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No motor error alarm could be verified due to the button anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, display window, reservoir tube lip, cracked battery tube threads, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the customer had gone swimming and when she was reconnecting to the device it alarmed motor error. Customer's blood glucose was 170 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer's reported none of the buttons on the insulin pump were responding when asked if she was able to rewind the device. She was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.